Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv0192 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter connector was connected, the connection was loose. It was stated that another catheter connector was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that when the catheter connector was connected, the connection was loose. It was stated that another catheter connector was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty connecting an nxt connector is inconclusive due to the state of the returned sample. One 4 fr proximal groshong nxt connector piece was returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned sample, and a microscopic observation revealed no damage or defect on the returned sample. While no damage or defect was observed on the returned proximal connector piece, it is unknown if any damage or defect existed on the distal connector piece involved in the reported event, which was not returned for evaluation. Therefore, this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.